Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient ¿felt low¿, but no specific physical symptoms were reported. The patient¿s cgm was reading 117 mg/dl. The patient ate an ice cream cone and felt better. At some point, she still felt low and the cgm was reading 145 mg/dl. She ate more food. She was also beginning to feel weak and asked a friend to take her home. When she got home, the room was spinning, her vision was blurry, and she had difficulty breathing. The patient laid down and then vomited. The patient¿s son gave her apple juice as treatment. The patient¿s cgm was still reading 145 mg/dl at this time. The patient also reported that she did not think her tandem insulin pump was working properly because she felt like her bg level was 50 mg/dl. However, no bg meter comparison was taken. The patient then began sweating and her son stayed with her for about an hour until she felt better. The patient did not take any medication or seek any assistance from a higher level of care. The following day the patient laid down all day and rested. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.